Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - added health effect - impact code 4613 (manual injection/insulin pen and insulin pump (subcutaneous insulin infusion) for health effect - clinical codes 1905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported e/a alarm unspecified. Blood glucose value at the time of event was 298 mg/dl. The customer was treated with manual injection and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, unomedical, mmt-332a. Troubleshooting was performed. Customer was able to clear the alarm, complete the rewind process. Pump has passed self test and displacement test. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for pump error. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and customer was able to clear the alarm, complete the rewind process. Pump has passed self test and displacement test. No harm requiring medical intervention was reported. No product return is required for mmt-1884.